Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: the suture was used in a number of patients for closure of the vaginal vault in laparoscopic hysterectomy procedures. Subsequently, the patients encountered delayed complications of the suture in the form of persistent vaginal discharge, vault granulation, deep dyspareunia, and extrusion of the suture material in the vault. The complications became manifested very late, ranging from six months to three years. All of the patients with complications needed removal of the sutures, some under general anesthesia. Patients' status was unknown.